Event description:
Several days after smartview version upgrade to 2.44, the following message was displayed t ¿cannot access the manager core!¿ when starting up the subject programmer. The interrogation button was not available anymore. A workaround was performed and normal programmer functioning was restored.

Event description:
Several days after smartview version upgrade to 2.44, the following message was displayed t ¿cannot access the manager core!¿ when starting up the subject programmer. The interrogation button was not available anymore. A workaround was performed and normal programmer functioning was restored.

Manufacturer narrative:
Please refer to the attached analysis report.